Event description:
It was reported to boston scientific corporation that a capio slim device was used during a pelvic floor reconstruction procedure performed on (B)(6) 2022. During the procedure, the carrier was not able to retract after the device was deployed. The procedure was completed with another capio slim device there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of retraction problem. Block h10: the returned capio slim device was analyzed and found that the device was in good condition. A functional analysis was performed and found that the dart deployed properly after loading the dart into the carrier; however, the carrier got stuck and did not retract. With all the available information, boston scientific concludes that the complaint of carrier retraction problem was confirmed. During the product analysis, it was confirmed that the carrier got stuck in the cage after actuation. All compiled information on this investigation determines that the most probable cause is "cause traced to device design." An investigation to address this problem is in progress.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a pelvic floor reconstruction procedure performed on (B)(6) 2022. During the procedure, the carrier was not able to retract after the device was deployed. The procedure was completed with another capio slim device there were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).